Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested. (B)(6).

Event description:
The customer reported that in the night from (B)(6) 2017 to (B)(6) 2017, the patient monitored with the intellivue mx450 patient monitor died. The customer questioned the difference between the pulse value (50 beats) and the cardiac frequency value of 120. The device was used for monitoring at the time of the alleged malfunction. The death of a patient was reported.